Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent empty cartridge alarms were received. The customer alleged that these alarms were received earlier than expected due to inaccurate fill estimates. Blood glucose level was 301 mg/dl. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.